Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are causing sores and blisters and blood blisters in their mouth. Patient did file down the aligners, they had white lines develop and they woke up with 2 blood blisters on the left side of their mouth. Patient stated that they put cotton balls around the outside of the aligners while they slept and this seemed to help. They are nervous that the cotton balls could choke them and are requesting a spacer or some sort of strip they can place between their aligners and the inside of their cheek. Further information was requested from patient and sent allergic reaction information. Patient responded back that since using the cotton balls, the two blisters have completely healed, and the lines seems to be lessening. Patient did see their dentist, the dentist advised that they do invisalign because they are supervised by a dentist. Linea alva is present in the patient's mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.